Event description:
Reporter noted unit had "fluidic 24v failure" error message twice during setup for the first and the second case. Requested service asap. Surgeon cancelled case to follow until machine could be checked out.

Manufacturer narrative:
A company service rep checked system, but was unable to duplicate reported problem. Replaced power supply to clear error message. All function tests okay. Power supply has been received for further testing and root cause analysis.